Event description:
Customer stated "the wire going into the control caught fire" the product was returned for investigation. An investigation was done into the customers complaint, and the inspector observed that the cord had a cut on the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.